Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A patient implanted with a 25mm trifecta valve in 2010 was reported to exhibit grade ii-iii aortic stenosis and left ventricular dysfunction without aortic insufficiency following an echo on (B)(6) 2015. The patient remains hospitalized and is being monitored.